Event description:
It was reported that asymptomatic patient presented to the emergency room after receiving a vibratory alert. High hv lead impedances were noted. Review of diagnostic imaging revealed externalized conductors. The lead was capped and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.